Event description:
Complaint received from customer lawyer that alleges "broken right leg/ankle; puncture wounds; bruising hematoma and swelling; pain and suffering; delay in left knee rehabilitation; mental and emotional distress; and, loss of enjoyment of life". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.